Manufacturer narrative:
A ge svc rep performed an onsite investigation. The break away cable and the external interface were replaced. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system would not produce an image. No pt injury was reported.